Manufacturer narrative:
Device had a missing retainer. Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test and self test. Unable to perform the displacement test, occlusion test and the delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device was able to upload using carelink. No upload anomaly noted during testing. Device had a minor scratched display window, scratched case, missing reservoir tube o-ring, broken reservoir tube lip, stained keypad overlay, pillowing keypad overlay, faded serial number label and scratched keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 600 mg/dl. Subject had a device related adverse event. The customer experience symptoms such as nausea and vomiting. Retainer ring was broken. Whether customer use auto mode feature at the time of high blood glucose event or not was unknown. The insulin pump will not be returned for analysis.